Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received for evaluation. Evaluation status: 6 events were confirmed during testing, - devices were found to be affected by cracked/fractured and missing components. Product disposition: the devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device had a component detach; 6 events had no patient involvement; no patient impact.